Event description:
It was reported that patient underwent total hip arthroplasty on an unknown side on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to a possible metal allergy and the patient was complaining of pain and discomfort. The magnum head and taper insert were removed and replaced with an active articulation implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions¿ and "intraoperative and/or postoperative pain."